Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient will undergo an explant procedure due to infection. The physician believed the infection was not device related.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection at the pocket and midline incision sites. Symptoms of discharges from both sides were noted. The physician believed that the infection was not procedure related, but rather from patient's hygiene. No device malfunction was suspected. No further course of action at this time. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure due to infection. The physician believed the infection was not device related.